Event description:
New information received notes that lead fracture and high capture threshold were observed prior to the implant procedure.

Event description:
New information received notes that oversensing was observed. The patient received an inappropriate shock. The lead was explanted and replaced. Patient was in good condition.

Event description:
During screening, externalized conductors were observed via fluoroscopy. No electrical anomalies were observed. Lead will continue to be used.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Externalized conductors due to internal insulation abrasion were noted at 10.5-13.5cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 7.4-7.5cm and 16.4-16.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 17.0-17.1cm from the distal tip. The svc shock coil was melted and a rv conductor melted and separated at this location. Internal insulation abrasion was noted under the rv shock coil at 6.1-9.3cm from the distal tip. The etfe coating was abraded at this location. External insulation abrasion was noted at 7.6-7.8cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location, consistent with the field observations of oversensing, inappropriate therapy, and capture anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.